Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the machine head screws were missing, the plug harness assembly was damaged (exposed wires), the motor was corroded and the speed was unstable, the reciprocation arm was worn and the unit was out of calibration. The screws, reciprocation arm, plug harness assembly, and motor were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number:(B)(4). G2 country: france.

Event description:
It was reported that prior to surgery the cable was damaged, depth setting was inaccurate, and the screws were missing. There was no patient involvement. Due diligence is complete and there is no additional information available.